Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had unexpected restart. The customer's blood glucose level was 86 mg/dl. The customer was assisted in troubleshooting and it was reported that the customer was able to clear the alarm but was unable to rewind the insulin pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to verify the a21 alarm due to blank display. (B)(4).